Manufacturer narrative:
The catheter is expected to be returned for evaluation; however, it has not yet been received.

Manufacturer narrative:
Reported defect of "balloon was slow to deflate" was not confirmed. The balloon inflated clearly and concentrically and remained inflated for 5 minutes without leakage. The balloon deflated in less than 2 seconds without the syringe attached, which is within the allowable specification. Balloon failed to deflate fully with returned syringe attached. All through lumens were patent without any leakage or occlusion. There was no visible damage observed from the catheter body or the returned monoject 1.5cc limited volume syringe. A review of the manufacturing records indicated that the product met specifications upon release. The reported complaint could not be confirmed. Although the balloon may deflate with the syringe attached, the catheter was designed to be passively deflated with the syringe removed. All swan-ganz ifus instruct the clinician to "passively deflate the balloon by removing the syringe from the gate valve". After deflation, the syringe should be re-attached to the gate valve. The friction between the syringe barrel and plunger may be too great for the elasticity of the balloon latex to overcome; therefore, this is not a reliable method for deflation. No actions will be taken at this time.

Event description:
It was reported the balloon was slow to deflate during testing, before use. Attempts have been made to clarify if syringe was disconnected. Per swan-ganz ifus instruct the clinician to "passively deflate the balloon by removing the syringe from the gate valve." After deflation, the syringe should be re-attached to the gate valve. The catheter was not inserted into a patient.